Event description:
It was reported to philips that the device is not recognizing ECG cables. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.